Event description:
A (B)(6) customer contacted customer service for help with his contour usb system. He alleged that he performed control tests and received results of 11.0+ and 12.0+ mmol/l. A normal control range was not provided, but should be around 5.9 - 8.2 mmol/l. No adverse events were alleged. Replacement test strips and a new meter were sent to the customer.